Event description:
The reporter indicated that the (B) (4) hhd was freezing during interrogations. The handheld computer was unresponsive to stylus tapping. In addition, the interrogation process would time out on several occasions. The reporter indicated that the problem reoccurred, once within ten attempts. After a hard reset and re-alignment of the handheld screen, the reported event was resolved through troubleshooting.